Event description:
On (B)(6) 2009, the pt reported that he received an e4 (occlusion) error and he then found that the insulin cartridge was empty. He stated that a1 (cartridge lot) and e1 (cartridge empty) were never displayed. The pt was unable to verify the alarm history. He changed the insulin cartridge and cleared the e4 error. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.